Manufacturer narrative:
(B)(4).

Event description:
Pt is getting critical alert: g6 app lock screen critical alert doesn¿t clear even if the in-app critical alert has been acknowledged.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem ¿ correction h2 type of follow up - correction